Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Additionally, the customer was advised to inspect all connections, do the pm calibrations from top to bottom to see if he can find anything out of specification. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available."

Event description:
It was reported to vyaire medical problem with 3100a ventilator where unit was running on a patient and the amplitude seemed to drop and the unit stopped oscillating. The customer was able to get it to pressurize but the driver would not start. They swapped the unit out with another 3100. Furthermore, there was no patient harm reported.